Event description:
The patient reported his insulin infusion set broke "where it attached to the pump." He stated he noticed the broken luer lock when he woke up in 2007 and that he had an elevated blood glucose reading of 181 mg/dl. The patient was advised his infusion set lot number indicated it was part of the recall. The patient stated he was not aware there was a recall. Company records indicate the patient was given notice of the recall at his address on 04/06/06. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.